Manufacturer narrative:
Outcomes attributed to adverse event: alleged infection. Mml reference # (B)(4).

Event description:
It was reported that the patient who was implanted with the reactiv8 system on (B)(6) 2022 had a site pocket infection. As a result, the reactiv8 system was explanted on (B)(6) 2022. Reportedly, the device was inadvertently discarded by the hospital staff. There was no report of patient harm or injury during the explant procedure.

Manufacturer narrative:
Correted patient information. It was reported the patient was prescribed an antibiotic at the time of the event. The device history records (dhrs) of the implanted devices were reviewed and revealed no evidence that the devices would have contributed to the infection experienced by the patient. Customer phone number: (B)(6) . B2 other: alleged infection. Mml reference # (B)(4).

Event description:
It was reported that the patient who was implanted with the reactiv8 system on (B)(6) 2022 had a site pocket infection. As a result, the reactiv8 system was explanted on (B)(6) 2022. Reportedly, the device was inadvertently discarded by the hospital staff. There was no report of patient harm or injury during the explant procedure.